Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the balloon was disengaged from the cannula. The obturator was received. The valve seal and doors appeared intact. The insufflation bulb was received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged balloon from the cannula may occur when mishandled during clinical application. The received unit condition could happen when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve. The degree of damage can go from separating to flange making the unit leak to fully separate the flange, making the balloon to fully deflate immediately. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the removal of the trocar the end of a totally extraperitoneal procedure, the balloon disengaged from the trocar, fell into the patient cavity and was retrieved. There was no patient injury.